Event description:
It was reported that approximately 3 hours into total thyroidectomy in a patient with a large tumor pressing on the pharynx, an airway obstruction occurred that could not be corrected with repositioning of the endotracheal tube. Oxygen levels displayed on the anesthesia monitoring equipment showed unacceptably low oxygen level data. The patient was reintubated with the same tube, and 10 minutes later, the issue recurred. The procedure was completed with another endotracheal tube, and there was no known impact to the patient aside from reintubation.

Manufacturer narrative:
The device was evaluated on july 28, 2015. The product analysis found that there was evidence of biological contaminants, indicating use in a patient. Air was injected into the cuff which expanded and held pressure normally. There was no evidence of any obstruction within the tube. The information most likely indicates that the cuff was overinflated to the point where it covered the distal end of the tube and blocked the flow of oxygen through the tube. Method: actual device evaluated (B)(4) simulated use testing (B)(4) visual inspection (B)(4). Results: no failure detected (B)(4). Conclusion: use error caused or contributed to event (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Device not cleared in us, but similar device is available. The product analysis has not yet been completed.